Event description:
A patient was treated in 2004. Patient developed eight areas of blistering on the face and lip area that burst one-day post treatment. Microdermabrasions have been administered to the facial burns. Patient developed a divot on the upper chin area about 7mm by 7mm deep in size.